Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer stated that he was getting this error code and needed a refresher on how to flash the module. Case resolution: flashing unit flashing 8100 module\ I explain to the customer the steps on how to flash his 8100. The customer stated that he needed to find the point of care cd and he remembers on how to flash the 8100 when I explained it to him. The customer said thanks and if he get stuck he would call back.